Event description:
It was reported that during the procedure, the lead twisted, and the helix could not be extended. The lead was exchanged for a new one to complete the procedure. The procedure was successfully completed, and the patient was not affected. No adverse patient effects were reported. This lead was returned for analysis. Update: this supplemental report is being submitted to included device technical analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.

Event description:
It was reported that during the procedure, the lead twisted, and the helix could not be extended. The lead was exchanged for a new one to complete the procedure. The procedure was successfully completed, and the patient was not affected. No adverse patient effects were reported. This lead is expected to be returned for analysis.